Manufacturer narrative:
Product evaluation: analysis results not available; device discarded and will not be returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following the procedure, the patient experienced ¿low o2 sats and respiratory distress¿, and was admitted. X-rays showed ¿perihilar and infrahilar interstitial accentuation which may reflect underlying mild-moderate pulmonary edema and/or superimposed atelectasis/pneumonitis¿. ¿given 2 duoneb treatments in ER, treated with bronchodilators on the floor. Discharged to home on (B)(6) 2015 with diagnosis of asthma and told to continue to use albuterol inhaler prn at home.¿ the patient has since recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.